Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that machine is turned off. This had the potential to interrupt delivery. This condition was found in the medicine department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with machine turned off was confirmed during product evaluation. The root cause of the reported problem was determined to be not identified. The device history record review shows pump datacard has been discarded per doc 20j's retention period. The device has not been previously sent into service for the reported condition of "machine is turned off".